Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. Antibiotic treatment was administered. The implantable pulse generator (ipg) and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.